Event description:
It was reported that lead dislodgement was observed on the lv lead during device check. Pacing biv mode was turned off. Patient fell in the bathtub three months prior and had fracture issues. Lead was explanted and a new lead was implanted. No further information available.